Manufacturer narrative:
Investigation summary: visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The broken tip was imbedded in the returned concomitant radiolucent insertion handle for expert nails/175mm (product code: 03.010.487, lot number: 8806946) a device failure was identified. Dimensional inspection: drawing: ø of shaft proximal to breakage. Measured dimensions: ø; conforming. Device used: ca215p. Document/specification review: the following drawing(s) was reviewed; connector for insertion handle. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint condition is confirmed as the device was broken. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint as it will be addressed. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523-us, lot: 8836146, manufacturing site: (B)(4), release to warehouse date: may 12, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the impactor tip broke off inside the insertion handle after the procedure. The tip of the impactor was stuck inside the insertion handle and unable to be removed. The issue was discovered after the procedure. There was no patient involvement. Concomitant device reported: insertion handle (part# 03.010.487, lot#8806946, quantity 1). This report is for 1 driving cap/threaded. This is report 1 of 2 for (B)(4).